Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had squirted insulin from cannula during priming. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had multiple no delivery alarms. The customer also stated that there was big scratches on screen and loses minutes monthly. The insulin pump will not be returned for analysis.